Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Analysis found a slightly faster decrease in the battery voltage than expected, resulting in battery depletion. The root cause of the unexpected decrease in voltage could not be determined.